Manufacturer narrative:
The t:slim x2 user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support (cts) reviewed the pump data and verified that the customer had not interacted with the pump 24 hours prior to the alarm. Cts educated the customer on the pump's auto-off safety feature. Customer acknowledged. Additionally, it was reported that the customer received a power source alert after plugging the pump to charge. The customer successfully cleared the alert. There was no adverse impact to the customer¿s blood glucose.